Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿study of endoscopic intervention in biliary pancreatic area, ercp for under 18 years old patients. The literature reported the result of 24 cases of ercp (endoscopic retrograde cholangiopancreatography) procedure followed by endoscopic intervention procedure which were conducted between january 2008 and january 2018 at the user facility. The literature reported that olympus endoscopes (jf-260v, tjf-260v, gf-uct240, gf-uct 260) were used in the procedures. It was reported that 1 case of accidental symptoms (mild pancreatitis) occurred in the procedures and the mild pancreatitis was improved by conservative medical treatment. Since there was no information on the model of the endoscope that was used in the 1 case, omsc is submitting MDR according to the number of reported accidental symptoms (patient).